Event description:
Technician was loading the cart washer and the load doors closed, sealing the technician inside the unit. The technician had to be extracted from the unit by summoned help.======================manufacturer response for cart and utensil washer/ disinfector, cart and utensil washer/ disinfector (per site reporter)======================an investigative team was sent in to get the information of the incident. The report of findings is not yet available.